Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced display pcb inverter board which took care of lines in display during power up. Performed and passed all functional and safety tests to factory specifications.

Event description:
During service test the customer reported that the cs300 intra-aortic balloon pump (iabp) had monitor display issues. No patient involvement reported. No adverse event reported.